Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by manufacturer: the complaint device was received for product analysis. No issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak just proximal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. The device could be loaded and tracked over a 0.014" guidewire without issue. The device was attached to an encore inflation unit and the balloon was observed to have a pinhole leak.

Event description:
Reportable based on device analysis completed on 23jun2025. It was reported that the push rod of the device was kinked and could not be used. The 10mm x 2.50mm in diameter, 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon opening the package, it was noted that the delivery shaft was kinked and could not be used. The procedure was completed with another of the same device. No complications were reported, and patient was stable after the procedure. However, device analysis revealed a pinhole leak just proximal to the proximal markerband.